Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999, serial/lot #: unknown. Analysis of the 9735669 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the software would not load. Medtronic representative stated that a blue screen is being displayed and was unable to proceed. Multiple reboots were performed by the issue remained. During troubleshooting, a blank blue screen was displayed when launching ent procedure, representative reported that multiple installation attempts of the application occurred but no uninstall was attempted. There was no patient present when the issue occurred.